Event description:
It was reported that during a da vinci s prostatectomy procedure the surgeon was cutting some fascia when the surgeon felt that the movement of the monpolar curved scissors (mcs) instrument wire wasn't normal. The nurse removed the mcs instrument from the patient and observed that the mcs tip cover accessory installed on the mcs instrument was burnt and had a hole. The instrument was replaced and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure, the device was unable to cross the lesion. The 90% stenotic lesion was located in the severely tortuous mid right coronary artery. The physician predilated the lesion with a 2.5x20mm maverick balloon and then advanced a 3.0x28mm promus element stent to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that there was stent damage. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k082590.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ping meter is giving inaccurate high reading compared to feeling/normal readings. The patient's diabetes is managed with an insulin pump. Reportedly, on (B)(6) 2010 at 7 am, the patient obtained the alleged inaccurate high reading. Based on the lfs meter reading, the patient took insulin and allegedly developed low blood symptom 3 hours later. At 10 am, the patient administered self treatment with food/drink. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, control solution results were not within the control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed low blood symptom 3 hours after obtaining the alleged inaccurate high result on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k # is k082590.